Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08715 inches. No displacement anomalies or motor error alarms were noted during testing. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 400 to 500 mg/dl. Customer was treated with insulin. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.